Manufacturer narrative:
Lumenis became aware of multiple adverse event reports after an internet user group discussion began regarding unexpected outcomes to slt treatment for glaucoma. A review conducted by lumenis clinical glaucoma experts concluded the incidence rate of these reports is extremely low and do not affect the risk level of the treatment. No device malfunction was reported; therefore, no device examination occurred. To the best knowledge of lumenis, the device remains in use at the user facility. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. Reasonable attempts were made by telephone and email to obtain further information including patient's vital history and age, treatment settings, reported outcome however, no further information was provided in addition to the information in the original report. A review of the reported event by a lumenis health professional and a glaucoma specialist concluded that insufficient information was provided by the initial reporter to determine a root cause. The healthcare professionals additionally concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patients were not appropriate candidates for the procedure and/or could have had related preexisting conditions or subsequent reactions to the treatments. No malfunction reported/suspected.

Event description:
It was reported that a patient sustained an infection resulting in blurred vision and irregular astigmatism post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma. It was further reported that the infection cleared with antibiotics.